Event description:
During atrial fibrillation (afib) ablation with a qdot micro catheter, the patient experienced a cardiac tamponade treated with a pericardiocentesis and intensive care was needed. During the procedure with a qdot micro catheter in qmode+ with vizigo sheath, the patient suffered pericardiac tamponade. The force values during ablation were below 25 for all ablation points except for two at the left veins where force value had a short peak at 38g and 33g respectively. The force values were monitored with the force graph, the readings dashboard and the force value. After the first three ablation points at the right superior pulmonary vein (rspv), (force values at average 11g, max 14g) the blood pressure dropped significantly. The echocardiogram was performed and pericardiac tamponade was confirmed. Pericardiocentesis had to be performed and intensive care was needed. The surgery was delayed due to the reported event and the procedure was not completed. Additional information was received. The physician¿s opinion on the cause of this adverse event was that the physician stated that patient appeared to have very thin atrial walls and that the injury might have happened during the maneuvering of the catheter. The intervention provided was pericardiocentesis. Bleeding did not stop; therefore, heart surgery was required. During the surgery, an injury at the left atrial roof was discovered. The injury could be treated. The outcome of the adverse event was that the patient is in recovery. The patient required extended hospitalization because of the surgery.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).